Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the communication issues was determined. They stated that the helpline thought their battery wasn't connecting to the remote. When asked if this was caused by normal battery depletion they stated that yes it was and that it was most likely due to the age of the unit. When asked what steps would be taken to resolve the issue they stated that they had called a year ago about the device but was then able to get it restarted. They had made an appointment with the doctor but that was canceled due to logistics. They noticed in about march or april that they were experiencing urgency. Then they progressed to incontinence frequently during the night and going from sitting to standing positions. The issue had not yet been resolved and they were having issues getting into a doctor who worked with the device in their area.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about a month ago they noticed they were having more incontinence. Patient stated they wanted to make sure the device hadn't been inadvertently turned off. Patient mentioned history of ins turning off by airport security detectors. Patient said they tried to connect to their implanted neurostimulator today to check the status, but they were getting the poor communication screen. Agent reviewed that the battery has likely reached eos due to age of implant and redirected patient to their healthcare provider to further address the issue. Patient stated they moved from (B)(6) and have not established care with a new managing hcp. Agent sent patient physician listings. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.